Manufacturer narrative:
The reported event was confirmed. And the cause is unknown .visual evaluation of the returned sample noted one opened (without original packaging), lubrisil intermittent catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leaked from a pinhole (measuring 0.012 inches) in the balloon surface. This is out of spec per inspection procedure it states, "pinholes are not permitted.." Balloon concentricity was observed to be 70:30 . No missing balloon pieces were noted. The catheter was confirmed to be size 14 fr. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿imperfection in balloon due to process. "The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following:". Insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that water leakage occurred during pretest.